Event description:
It was reported that the cbcii blood conservation kit w/1/8 inch round pvc wound drain was not draining and was contaminated during a procedure. The collected blood was not able to be reinfused and had to be discarded. The case was completed successfully without any delay. The patient was not given any predonated or bagged blood. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device will not be returned for investigation so the reported event is unable to be confirmed. Device not returned for investigation.